Event description:
It was reported that when the healthcare provider (hcp) did the second surgery on (B)(6)2013 and was implanting the leads he nicked a vein, which caused the patient to experience stroke like symptoms. The patient had cognition, speech, and balance issues that he was still experiencing at the time of the report. The hcp informed the reporter that he ¿deemed the surgery a fail.¿ the hcp was aware that the patient was still having issues. The reporter stated that the patient was ¿somewhat of a medical nightmare.¿ a week later, it was reported that there was 50% or greater symptom reduction. The lead was involved in the event as the patient had a venous infarct after the right lead was placed. The patient had cognitive deficits, balance issues, and slurred speech. A CT scan and MRI were taken. Physical therapy, occupational therapy, and speech were all instituted. The cause of the issue was post-operative complications and it was not device related. The patient recovered with permanent impairment on (B)(6) 2014 with a cortical venous infarct. The patient¿s parkinson¿s disease symptoms were much improved after surgery. However, the patient had some new persistent neurological compromise two degrees to the venous infarct.

Event description:
However, the patient had some new persistent neurological compromise secondary to the venous infarct.

Manufacturer narrative:
"Two degrees" in the last sentence of was updated to "secondary."

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va09prb, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (b)(4, implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# va04pwk, implanted: (B)(6) 2012, product type: lead. (B)(4).